Event description:
Ous MDR - shock impedances >200 ohm were reported on a clinic report from (B) (6) 2009. The implant date was not provided.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered fraying of the insulation 11 cm distal of the connector pin and conductor fracture of the rope conductor to the rv shock electrode at just that site. These damages are to be regarded as the cause of the clinical complaint. The observed damage manifestation requires excessive mechanical load at the lead over a longer period of time. The position and characteristics of the damages lead to the assumption of a simultaneous occurrence of strong kinking and pressure loads at the ICD housing. The damage to the shunt overmold and the strong deformation of the rope conductor to the shock electrode are probably due to a strong tensile load during the explantation. The analysis did not find any manufacturing error or material defect at the lead.